Manufacturer narrative:
A ge oec service representative investigated the issue and found the system had dropped the calibration files. System nodes flashed and software re-loaded, with calibration files to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system would boot and display collimator and filament regulator errors.